Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 30 mg/ml at 18.0 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient presented to her physician for a refill of her synchromed ii pump. It was reported that the treating physician was unable to refill the pump as despite his best efforts he could only get 16mls of drug into the 40ml pump. The treating doctor, in a letter to the surgeon, described difficulty in refilling her pump and that he could not get more than 16mls of drugs in the pump and that there was no air in the pump to be removed or to be extracted from the pump. It reported that the medtronic representative did not know whether the entire contents of the pump were removed before the hcp could only get 16ml in the pump. It was reported that the patient said that they were feeling unwell, but did not describe any particular symptoms. The surgeon removed the pump as his plan was to empty the pump and try and refill it to see if there was an issue in refilling the pump. The remaining drug in the pump was removed/emptied using an 8551 refill kit and there was 31mls of fluid removed, far more than the 16mls as described in the doctor's letter. The pump itself when read, gave a reading of 7.8ml. Furthermore, there was confusion about which drug was to be used in the refill. The prescribing doctor of the drug to be used was different to the drug described by the synchromed ii pump. When the pump was read it gave a reading and showed the concentration of morphine of 30mg/ml, but the prescribing doctor prescribed morphine sulphate 15mg/ml. With all of this information, the surgeon decided to replace the pump completely on (B)(6) 2019 and start again with the drug that the prescribing doctor ordered. The 40ml pump was filled with 20mls of morphine sulphate solution of concentration 15mg/ml. 20mls was used because that was the only volume of drug that was available to him at the time. There were no reported patient symptoms. It was reported that to the manufacturer representative's knowledge there were no contributing factors to this event. It was reported that the issue was resolved at the time of this report and that the patient status was alive - no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 (for, rep): additional information was received. It was previously reported that the date of the event was (B)(6) 2019 and additional information received reported that the event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The returned pump passed all testing in the laboratory and no anomalies were identified. (B)(4). If information is provided in the future, a supplemental report will be issued.